Event description:
The facility returned the device for service to baxter during service testing, baxter service technician reported that the device underdelivered. No pt injury has been reported with this device.